Manufacturer narrative:
This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted. On an unknown date, patient experienced dyspnea, tachycardia, bronchospasm, bibasilar atelectasis, fatigue, and congestive heart failure. It was reported the 23mm trifecta gt valve was explanted on (B)(6) 2023. On an unknown date, the patient underwent transcatheter aortic valve replacement.